Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system with model name cm1100 and sn (B)(6) was received for evaluation. Visual inspection determined that there was no physical external damage to the device but there was fraying damage to the power extension cable casing by the female connector, see attached eval image. During the investigation, visual inspection revealed that the power extension connector was not seated in the connector cover. It is unknown if was unseated during use, shipping or decontamination process.

Event description:
This report is to advise of an event observed during analysis confirming physical external damage to the power extension cord casing of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Event description:
This report is to advise of an event observed during analysis confirming physical external damage to the power extension cord casing of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system with model name cm1100 and sn (B)(6) was received for evaluation. Visual inspection determined that there was no physical external damage to the device but there was fraying damage to the power extension cable casing by the female connector, see attached eval image. During the investigation, visual inspection revealed that the power extension connector was not seated in the connector cover. It is unknown if was unseated during use, shipping or decontamination process.